Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recx3154 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (recx3154) have been reported from the same facility in (B)(4).

Event description:
It is reported that there is a leakage at the level of the needle/hose connection. Used in conjunction with art emc9657c from baxter. No other information was provided. It was stated that three winged infusion sets were noted to be leaking. This report addresses the first device.